Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not reproducible. Fse checked all the usms on patient side cart (psc) with no issues. Fse performed all tests and obtained a satisfactory result. A routine service was performed without any part replacement. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse informed that an alleged "tremor" was observed on universal side manipulator (usm) 3. The issue with usm 3 happened at one point, stopped, recurred, then after a while, did not recur. According to the customer, the system was being used normally. The procedure was completed with all usms using the same system. No known impact or patient consequence was reported. The customer further confirmed that at the time of the issue, usm 3 was showing involuntary tremors. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate the instruments. There was no unexpected movement of the instrument caused by the issue. There was no instrument-instrument or arm-arm interference. There were no external collisions. The surgeon was dissecting the uterus at the time of the event. It was stated that if there was any kind of unexpected movement, the emergency button would be triggered to remove the forceps. No patterns were identified for intermittent/persistent issue. After two moments of involuntary shaking, the usm stopped shaking. The system was inspected prior to use and there was no damage of the usm. The tremors occurred about 20 minutes after the surgery began. The customer was unable to further characterize the movement issue.